Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to pinhole on angle rubber, water tightness lost, angle rubber missing, adhesive around objective lens peeled, venting connector of light guide connector deformed, video connector case scratched, video connector scratched, indication on light guide connector was not correct, light guide connector scratched, light guide cover glass scratched, due to damage on charged coupled device, the image had white dots, lock engagement lever discolored, right/left, up/down plate scratched, right/left lever scratched, grip scratched, control unit scratched, control unit dirty, adhesive on angle rubber chipped, switch 1 scratched, broken wire in bending tube blade exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, having air/water leaking at the distal tip. Upon inspection and testing of the returned device, the scope angle rubber was found falling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "Overall inspection of the endoscope 1 visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the control panel, video connector, and light guide connector. 2 visually inspect the electrical contacts on the video connector for corrosion. 3 visually check that there are no abnormalities such as cracks, dents, edges, or scratches on the appearance of the insertion tube. 4 visually check that there is no abnormal slack, bulge, dent, scratch, hole, or metal wire sticking out from the inside of the covering material of the curved part. 5 grasp the insertion tube lightly with your hand and slide it along its entire length to ensure that it does not get caught. 6 check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens. 7 check that there are no scratches, chips, or cracks in the adhesive on both ends of the curved cover." Olympus will continue to monitor field performance for this device.